Manufacturer narrative:
Updated fields: d4, d9. G3, g6, h2, h3, h4, h11. The microsensor (ID 826631) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history records (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported a microsensor (ID 826631) was implanted on (B)(6) 2026. The patient's microsensor was disconnected for a CT scan during the second day of intracranial pressure (icp) monitoring. After returning to the ward and attempting to reconnect, it was found that the connection could not be established, with the icp monitor continuously indicating no probe connection. The issue persisted even after switching to another icp monitor. On the third morning, while changing the dressing, the doctor discovered that the microsensor coiled under the dressing and had broken. The microsensor was explanted on (B)(6) 2026, due to breakage. The monitor and cable used were icp express, 220 volt monitor (ID 826635) and icp express cable (ID 826636).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.